Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On 5/21, after the robot was registered, pulled implants and brought into the room. Completed case, cuts and trialing went smoothly. Showed implants to dr. And he confirmed wanting to open implant boxes and verbalized expiration date to doctor. Opened implants and handed to circulating rn to give to scrub tech. Opened cemented cr femur and cs insert with pressfit triathlon tritanium baseplate - implanted a cemented femur for a pressfit patient. Sales rep noticed the error the following day 5/22. Patient has to come back on (B)(6) to have the femur implant removed and proper implant put in.